Event description:
It was reported that, a patient had a revision surgery to replace insert, head and stem due to stem loosening. The surgeon has requested an oxidation analysis and wear analysis on the removed insert.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown centpillar gb stem. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.